Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. It was reported that the patient had a rash on the front and back of her torso, going down to her legs. The patient's doctor recommended that the patient use a hydrocortisone cream and cornstarch and gave her benadryl. During a follow up the patient reported that the irritation was no longer itchy but was blotchy. The final medical outcome of the irritation is unknown. No allegation of a device malfunction.